Event description:
The event involved a microclave clear neutral connector that leak at the connection between there infusion set luer hub and two needleless injection caps and their infusion set luer hub was tested using a female iso luer taper gauge and found to be within specification however the two ICU needleless injection caps microclave connector was tested with a male iso luer taper gauge and appeared to be at the edge of the specification. There were no reported patient involvement and harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.